Event description:
It was reported occlusion alarms occurred that led to elevated blood glucose of 344 mg/dl and visit to emergency room. Customer was treated with intravenous fluids of saline and insulin and was released the same day with issue resolved and no permanent damage. The customer changed pump supplies and resumed insulin.